Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during preparation for use there was no picture and the menu button did not work. There was no patient injury reported.

Manufacturer narrative:
The device returned to regional repair center (rrc) for evaluation. The customer¿s complaint was confirmed. The liquid crystal display and the buttons on the control keypad were not functioning due to a faulty printed circuit board (qb pcb). A test qb pcb was fitted, and the unit passed all test in accordance with the original equipment manufacture's technical manual. The cause of the unit¿s internal failure cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.